Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope had a blood like substance on it when wiped down after being reprocessed. The user found that the processing was carried out using running water, not immersion cleaning. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is a possibility that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope had a blood like substance on it when wiped down after being reprocessed. The user found that the processing was carried out using running water, not immersion cleaning. There were no reports of patient involvement.